Event description:
The patient reported charging and communication issues between the implant and external equipment. An advanced bionics representative performed device evaluation and the problem was not confirmed. During a lead revision procedure, the surgeon decided to replace the implant due to the patient's previous complaint.